Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate and repair the suspect device. The fse evaluated the device performed the operational verification of the device and performed preventative maintenance, which included replacing the internal/external battery packs. Having met product specification, the device was returned to the customer by the fse. This issue will be internally investigated within carefusion.

Event description:
The customer reported this avea ventilator cycling off on battery power and not charging the internal/external battery. No reported patient events reported associated with this event.